Event description:
It was reported that the home patient (hp) had an unknown system error (se) on the homechoice (hc) machine during an unknown step of peritoneal dialysis (pd) therapy. It is unknown whether the hp was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the event log was performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The event log was reviewed and the reported problem was identified as a system error (se) 2042. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.